Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were issues with the drug leaving the pump. No motor stall was noted in the logs. The catheter had been aspirated at the time of this pump implant. The physician suspected there could have been an occlusion at the pump/catheter connection. The pump was replaced. See manufacturer report 3004209178-2011-01855 for the previous pump replacement. The drug in the pump at the time of the event was not known. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.